Event description:
During procedure, the surgeon utilized instrument and banged it against a metal cannula causing the tip to break off of the instrument. Broken tip was retrieved and removed from the pt. No harm to pt noted.